Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device was inoperable and not able to run. It was further determined that the device failed pretest for break out box motor assessment. The assignable root cause of the failures identified during service and repair was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device was generating heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.